Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿system error 345¿ was reproduced. A review of the event history log revealed multiple occurrences of system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined the upstream value lower than downstream value. The ultrasonic will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during delivery. There was no patient involvement. No additional information is available.